Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found metal particles around boss of upper case and on the main seal. (B)(4).

Event description:
It was reported that the atrial plug was broken on the external pulse generator (epg). The epg was returned for repair and test and calibration. No patient complications have been reported as a result of this event.